Event description:
A (B)(6) female pt called zoll customer support to report that the prongs on her battery charger connector were bent. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon investigation, the power supply connector was bent which prevented the power supply from connecting to and powering on the charger. The root cause of the bent connector was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from defective power supply brick connector. The pt rec'd a replacement battery charger/modem.